Manufacturer narrative:
(B)(4). No product will be returned per customer because the set was not saved. The customer complaint of etoposide taking longer than expected due to the high frequency of air-in-line alarms could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Vague and ambiguous report of etoposide taking longer than expected due to the high frequency of ail alarms that occur, the nurse removed the air from the tubing, however this resulted in infusions taking longer than expected. There was no report pt harm or medical intervention required. Customer stated that the user did not provide further patient/event details.